Manufacturer narrative:
(B)(4).

Event description:
The patient's surgical site was tender with pus drainage. The health care professional examined it and the incision had a foul smell. The surrounding tissue was erythematous and tender. The patient had developed cellulitis in her buttocks. The neurostimulator and lead were explanted. The patient was also prescribed amoxicillin and clavulanate potassium. A follow-up report will be sent if additional information becomes available.